Manufacturer narrative:
Wake button issue - (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Subsequently, it was reported that the "deliver" button in the bolus menu is delayed in responding to presses. Customer stated that at times it takes multiple presses for the pump to respond. In addition, the customer reported that occasionally during the load process he receives a message stating "cartridge cannot be used and that he must load a new one." Reportedly, customer has always been able to load a cartridge onto the pump after the message is received. Customer's blood glucose levels were not impacted.